Event description:
Report received of an over-delivery of heparin due to the decimal point key not registering. The customer reported that the decimal point key was not registering when pressed. The pt was to receive heparin 25,000 units in 250ml of fluid to infuse at 11.5ml/hour (1150 units/hour). The staff did not verify the pump settings when the infusion was initiated. Approx 2 hours after the infusion was initiated, the pump was alarming with an unspecified alarm and the bag of heparin was noted to be empty. At that time, it was noted that the pump had been set for 115ml/hour, instead of 11.5ml/hour. The heparin was discontinued. There was no reported adverse sequelae to the pt. The pt did not experience any bleeding episodes. Serum coagulation levels were obtained. The results of the blood tests are indicated in section b6. The pump was not isolated; therefore it will not be returned for testing. Though requested, there was no further info available.